Event description:
Health care professional (hcp) reports one incident of a blood leak on reuse number 27. This occurred at the onset of treatment and when the hcp heard a blood leak alarm and noted visible blood in the dialysate compartment. Treatment was continued with a new dialyzer and bloodlines without incident. Estimated blood loss was 150cc. No pt injury or medical intervention reported.